Manufacturer narrative:
Other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the patient was having their stimulator replaced and the physician accidentally cut the catheter at the spine. No symptoms were reported. No further complications were reported.